Manufacturer narrative:
This report is not a part of recall.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. Also alleged that he still getting an error message in his device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.